Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions). Additional information: tel - (B)(4). A getinge field service engineer (fse) the unit and was unable to duplicate the reported failure. Calibrated and performed functional testing to the unit. The equipment was cleared for customer use.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) helium gauge is not matching as full after installing a new tank. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.